Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touchscreen issue was verified. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 463 mg/dl to over 500 mg/dl with moderate ketones. A supply change was performed to address the elevated blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.